Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and eleven months post filter deployment, computed tomography revealed multiple pulmonary embolisms in right lower lung. Approximately two years later, computed tomography revealed lack of enhancement of the inferior vena cava and iliac veins below the level of the filter suggests thrombus. Approximately five months later, venogram demonstrates patency of the right external iliac vein, right common iliac vein and patency through the inferior vena cava and the filter. There was a left eccentric filling defect in the inferior vena cava likely represents chronic thrombus/narrowing. Approximately one year later, computed tomography revealed multiple segmental and subsegmental pulmonary emboli in the right lower lobe. Therefore, the investigation is inconclusive for occlusion of the ivc filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter break through pulmonary embolism, occluded. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.